Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report issues with the insulin pump's display screen. Customer's mother stated that the screen is not as clear as it usually is. Customer's mother stated that no alarms were found in the pump's alarm history. Customer's mother stated that the issues resolved on its own. Customer's blood glucose reading was 198 mg/dl. Product is not being returned or replaced.